Event description:
Procedure: resection. Reportedly, with the first firing, some staples on the distal side would not form at all. Converted to an open procedure and additional tissue was cut. No further pt injury reported.